Event description:
While performing a transurethral resection of a bladder neck stricture, the cold knife broke off 1/2 way down the shaft after the physician began to cut tissue. The broken end was retrieved from the pt's bladder without injury.